Event description:
The individual whom was reporting this case is a cook incorporated executive. He was watching a live evar case on (B)(6) 2010, via satellite during a conference. The physician had just done a case with an another MFR's excluder in a pt with a short, angulated neck. The pt had a proximal type 1 endoleak which the physician attempted to treat with aggressive post-deployment dilation utilizing a cook incorporated coda balloon. The aorta subsequently ruptured. The physician treated the rupture by placement of two proximal cuffs. The physician also placed bilateral renal stents secondary to potential impingement of renal ostia by the most proximal cuff. Pt seemed to be doing well when broadcast ended. On (B)(4) 2010, the area representative was able to visit the facility and talk to one of the involved physicians. The physician stated that the coda balloon performed exactly as described and was not the contributing factor in the aortic rupture. The pt's current status has not been provided.

Manufacturer narrative:
Expiration date: unk as lot is unk. (B)(4). Manufacture date: unk as lot is unk. Event is currently under investigation.